Event description:
A nurse reported system messages were received and the fragmentation handpiece would not prime during a procedure. The surgeon had already made an incision to retrieve a lens that had fallen posteriorly during a previous surgery. After replacing the cassette for the third time, the system and handpiece primed and the procedure was completed. There was a 30 minute delay reported. There was no pt harm or injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).